Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while she was filling the tubing. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 47 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. Basic occlusion, occlusion, prime, the excessive no delivery tests weren't performed due to the alarm. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and scratched reservoir tube window.